Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , b.7, g.1 , g.2 .

Event description:
Patient representative additionally reported patient's concern for textured implant device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, crease fold, wear abrasion, brown particles on the shell and bubbles. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker's grade unknown, and "patient¿s concern with the product." The device has been explanted.

Manufacturer narrative:
H.6. Health effect - impact code: f2203.

Event description:
Healthcare professional reported left side capsular contracture, baker's grade unknown, and "patient¿s concern with the product." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker's grade unknown, and "patient¿s concern with the product." The device remains implanted.